Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth) section b3 (event date) section b4 (event description) section d1 (brand name) section d4 (model, catalog, lot number, expiration date, and UDI number) section g4 (date received by the manufacturer and PMA/510(k) number) section h4 (manufacturing date) section h6 (evaluation codes) the implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Information contained in the medical records indicated that the patient was admitted to the hospital with increased lethargy and an altered level of consciousness, and after being intubated, was found to have a significant large-sided right temporal as well as frontal hemorrhage with midline shift, intraparenchymal and resulting in severe brain damage. The pattern of the hemorrhage appeared to be consistent with a dural sinus thrombosis. The patient underwent an immediate craniectomy, right side, as well as follow up angiogram and placement of a mcnamara catheter for infusion of tissue plasminogen activase. At some point the patient developed a pulmonary embolism and an ivc filter was placed via the right femoral vein. There is currently no additional information available for review. According to the patient profile form the patient reports blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient became aware of these events approximately one year and eleven months post implant, when the patient underwent an unsuccessful percutaneous attempt to remove the filter. The patient also reports feeling severe anxiety, severe weakness, constant fear for their life thinking the filter could break up anytime.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Additional information is pending and will be submitted in a follow up report when received.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the patient experienced blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient became aware of these events approximately one year and eleven months post implant, when the patient underwent an unsuccessful percutaneous attempt to remove the filter. The patient also reports feeling severe anxiety and severe weakness. Information contained in the medical records indicated that the patient was admitted to the hospital with increased lethargy and an altered level of consciousness, and after being intubated, was found to have a significant large-sided right temporal as well as frontal hemorrhage with midline shift, intraparenchymal and resulting in severe brain damage. The pattern of the hemorrhage appeared to be consistent with a dural sinus thrombosis. The patient underwent an immediate craniectomy, right side, as well as follow up angiogram and placement of a mcnamara catheter for infusion of tissue plasminogen activase. At some point the patient developed a pulmonary embolism and an ivc filter was placed via the right femoral vein. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the inferior vena cava do not represent a device malfunction. Clinical factors that may have influenced the events include patient, procedural, pharmacological and lesion characteristics. Without implant or retrieval images available for review the reported events could not be confirmed or further clarified. With the limited information available for review it is not possible to draw a clinical conclusion between the device and the reported events. Anxiety and weakness does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.